Event description:
It was reported there was sensing difficulty, an apparent lead fracture, unacceptable thresholds, no capture, and high resistance of 2360 ohms. The lead was replaced. No patient complications have been reported as a result of this event.